Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse hung chemo (carboplatin) using usual procedure. Carbo was back primed than hung higher then primary ns bag so pump would pull from carbo and deliver dose to patient. When clamp was opened carbo began dripping into primary ns bag at a very fast rate. Ns bag began to swell. Attempted to place the carbo bag both higher and lower to no effect. Carbo continued to drip into ns bag. The representative from a non-carefusion supplier of chemo lock was onsite and confirmed that the chemo lock was not the problem product he suggested that there may have been an issue with the check valve on the primary infusion set. User attempted to replicate the scenario using new drip set and chemo lock system but was unable to do so. There was no patient harm.

Manufacturer narrative:
The customer complaint of a backflow issue could not be confirmed because the product was not returned for failure investigation. The customer provided multiple pictures of the setup; however, the backflow could not be confirmed. The root cause of this failure was not identified.